Manufacturer narrative:
Hospital discarded.

Event description:
Approximately two-weeks after implantation of an oasys occipital plate and oasys screws a patient reported experiencing discomfort. Imaging was performed and it was noted that the plate and screws had migrated. The surgeon reported that, during the implant surgery, only four of five required screws were placed in the plate. Revision surgery was performed; the plate screws were explanted and discarded and the plate was repositioned and secured into place with new screws. This report captures the third of the four screws.

Event description:
Approximately two-weeks after implantation of an oasys occipital plate and oasys screws a patient reported experiencing discomfort. Imaging was performed and it was noted that the plate and screws had migrated. The surgeon reported that, during the implant surgery, only four of five required screws were placed in the plate. Revision surgery was performed; the plate screws were explanted and discarded and the plate was repositioned and secured into place with new screws. This report captures the third of the four screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: improper screw hole preparation, under torqued construct, patient bone quality, etc.